Event description:
It was reported that the wire cut off and moved into distal lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During procedure, the rotawire crossed the lesion however the burr did not move in the 6fr guide catheter. Subsequently, another attempt was made but the rotawire did not move in the guide catheter. It was then noted that the rotawire was cut off and moved into distal lesion. The rotawire was fortunately removed and the procedure was completed with a different device. No complications reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The burr catheter was removed from the advancer unit revealing that the handshake connections were not connected. The coil is stretched and kinked at the handshake connection. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. A device to device interaction test was performed by inserting a test guidewire into the annulus and it advanced though the device but wasn't able to pass the damaged coil at the handshake connection. The test guidewire was then inserted into the distal end of the advancer and was able to advance through the advancer with no issue. Since the guide catheter used in the procedure was not returned for product analysis functional testing was completed with a test mach 1 8f (ID of 0.091") guide catheter. The rotalink plus device was able to be inserted and advanced through the guide catheter with no resistance.

Event description:
It was reported that the wire cut off and moved into distal lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During procedure, the rotawire crossed the lesion however the burr did not move in the 6fr guide catheter. Subsequently, another attempt was made but the rotawire did not move in the guide catheter. It was then noted that the rotawire was cut off and moved into distal lesion. The rotawire was fortunately removed and the procedure was completed with a different device. No complications reported and patient was good post procedure. It was further reported that the burr was taken out with the guiding catheter and that the wire was removed using snare after stent inflation. The rotawire had poor visiblity and was possibly kinked.

Event description:
It was reported that the wire cut off and moved into distal lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During procedure, the rotawire crossed the lesion however the burr did not move in the 6fr guide catheter. Subsequently, another attempt was made but the rotawire did not move in the guide catheter. It was then noted that the rotawire was cut off and moved into distal lesion. The rotawire was fortunately removed and the procedure was completed with a different device. No complications reported and patient was good post procedure. It was further reported that the burr was taken out with the guiding catheter and that the wire was removed using snare after stent inflation. The rotawire had poor visiblity and was possibly kinked.